Manufacturer narrative:
Date sent to the FDA: 10/05/2007. Conclusion: the actual device involved in this event was returned for evaluation. The initial report of sputtering and not spinning could not be verified. However, the cpc coupler was damaged from normal wear and the motor shaft was bent due to user handling, causing a wobble in rotation.

Event description:
It was reported that during a gynecological procedure the motor drive unit had dimming lights on the front panel and the handpiece was sputtering and not spinning well. It is unknown how the case was completed. No patient consequence occurred.